Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis was performed and no anomalies were found. The analyst noted that the helix could be smoothly extended and retracted within specification.

Event description:
It was reported that during a lead implant attempt the helix would not deploy after multiple rotations. A new lead was implanted with success. No patient complications have been reported as a result of this event.